Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implantation period of about 27 months, oversensing was reported. The physician switched from rf-telemetry to the programming wand and the noise disappeared. However, as soon as the patient started moving, the noise was detected again. At the moment, biotronik has no further information with regard to the revision / explant procedure. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.